Event description:
Four burn blisters exact at the spots of "pads" [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j61796, expiration date aug2017, from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced 4 burn blisters exact at the spots of "pads" on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial (B)(6) and 30-day FDA reportability.

Event description:
4 burn blisters exact at the spots of "pads" [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j61796, expiration date aug2017, from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were none. The patient previously used thermacare heatwrap and was tolerated before. The patient experienced 4 burn blisters exact at the spots of "pads" on (B)(6) 2016 with outcome of resolved on (B)(6) 2016. The reporter suspected a causal relationship to the product. The action taken with thermacare heatwrap was permanently withdrawn. Neither a surgical intervention, nor treatment were required. Long-term damage like scars was not expected. Investigation result received included: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (26may2016): new information received from product complaint group included: the product quality investigation results. Follow-up (13jun2016): new information received from the pharmacist included past product history, product data (action taken) and reaction data (onset date, outcome, causality). Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j61796, expiration date aug2017, from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced 4 burn blisters exact at the spots of "pads" on an unspecified date with outcome of unknown. Investigation result received included: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (26may2016): new information received from product complaint group included: the product quality investigation results. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final (B)(6) and 30-day FDA reportability. Evaluation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.